Event description:
While lasering a kidney stone mid case, the surgeon hit the foot pedal and nothing happened. Staff checked machine and the hub of the laser was burning. At that point water was put on the hub and machine was unplugged. Laser machine was removed from the operating room. There was no harm to the patient.